Event description:
The patient claimed that the animas pump has an intermittent power issue. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4): rebooting was observed in the black box. There were no alarms related to the complaint in the alarm history. Thee battery compartment and cap were found to be intact with no evidence of moisture damage. The pump powered on normally and was exercised for 24 hours without issues. The battery cap was tested and no contact defects were found. The pump current draws were tested and were found to be within specifications. The pump was opened and no power circuit issues were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).